Event description:
The device has been returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended charge time limit. The patient underwent a device changeout procedure where the device was explanted and replaced. There were no adverse patient effects reported. A request for the return of the device has been made.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
As of today, the device has not been returned. Should additional information become available, this report will be updated.